Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 480 mg/dl. The significant events leading to hospitalization was very tired and took a shower and then blood glucose recorded was 484 mg/dl. Customer wearing the pump at time of hospitalization. Customer took off the pump and just gave permission to get back on. Customer's wife declined troubleshooting of the high blood glucose. As there were low reservoir and for this they changed the set. Ran a self-test on the insulin pump and was passed. The device will not be returned for analysis.